Event description:
It was reported that a mobi-c device subsided at c4/5 after the patient went on an amusement park ride three months post-operatively. The patient was initially treated non-operatively for new left shoulder and arm pain. However, a revision surgery was later performed to remove the mobi-c devices at c3/4 and c4/5 and replace them with competitive product after the device at c3/4 migrated. This is report two of two for this event.

Manufacturer narrative:
Device evaluation: x-rays were provided which demonstrate the subsidence. The complaint is confirmed. Root cause: root cause was unable to be determined. This event could possibly be attributed to riding a roller coaster 3 months post-operatively, as mentioned in the complaint description. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2022-00094.

Event description:
It was reported that a mobi-c device subsided at c4/5 after the patient went on an amusement park ride three months post-operatively. The patient was initially treated non-operatively for new left shoulder and arm pain. However, a revision surgery was later performed to remove the mobi-c devices at c3/4 and c4/5 and replace them with competitive product after the device at c3/4 migrated. This is report two of two for this event.